Event description:
Healthcare professional reported approximately 4 days after injection with 1 syringe of juvederm ultra plus xc in the glabella, the pt experienced erythema, inflammation, and an impetigo infection at the injection site. Pt went to an urgent care facility and was prescribed an "antibiotic"; three days later the injecting healthcare professional also prescribed topical bactroban. Pt symptoms resolved approximately five days after onset. The healthcare professional believes the etiology of the pt's symptoms are possibly related to the puncture of an unk "cyst under the skin" as the pt has later reported a previously unreported history of "cysts under the skin".

Manufacturer narrative:
Further information from the reporter regarding event, product, or pt details has been requested. No additional information is available at this time. The events of "erythema", "inflammation" and "infection/impetigo" are physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events.